Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault was confirmed via evaluation of the returned battery (serial number: (B)(4)). The returned battery was functionally tested and a backup battery fault alarm was activated due to a backup battery load test failure. The load test was repeated several times and the battery failed each time. The backup battery failed the load test due to the unloaded voltage being under its acceptable threshold value and due to the loaded voltage being under the acceptable threshold compared to the unloaded voltage. The backup battery was unable to support a test pump when external power was disconnected from the controller. Circuit analysis performed on the backup battery printed circuit board (pcb) revealed a shorted component in the backup battery control circuitry that resulted in a short circuit, which caused the backup battery fault and the inability to support the test pump. The reported event was determined to be caused by a shorted component on the pcb of the backup battery; however, the root cause of the component becoming shorted could not be conclusively determined through this analysis. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the system controller displayed an expired backup battery alert, but the system monitor showed the backup battery had 23 months until expiration. The backup battery was exchanged and the alert resolved. The manufacturer's investigation of the returned backup battery confirmed pcb damage.